Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was split. The issue occurred during a caesarean section while lactated ringers solution was infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information: d1, d4 information, h4, h6: type of investigation (add b14), h10. D4: lot #: the suspect lots were r23d11017 or r23e15079. D4: expiration date: the suspect lot r23d11017 has an expiration date of april 11, 2025. The suspect lot r23e15079 has an expiration date of may 16, 2025. H4: the suspect lot r23d11017 was manufactured on april 11, 2023. The suspect lot r23e15079 was manufactured on may 16, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed that the tubing was separated from the male luer and there was a lack of solvent at the tubing. A dimensional test was performed, which found the tubing met specification. The reported condition was verified. The cause of the condition was an improper solvent application during the automatic assembly resulting in a lack of solvent application to the device. Should additional relevant information become available, a supplemental report will be submitted.